Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's field service technician was unable to duplicate the reported event, however, noted a vent inop occurrence in the ventilator diagnostic log history due to a ram test failure. The service technician replaced the cpu board to address the finding. Extended self testing (est) and performance verification testing was completed and tests passed to operating specifications.